Event description:
The customer reported via phone call that a button error alarm occurred on the insulin pump. Customer's blood glucose was 125 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan. The alarm happened during normal use. A replacement insulin pump will be sent. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.